Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue upon infusion set removal that caused diabetic ketoacidosis and high blood glucose level. Subsequently, the patient was hospitalized and blood glucose level at the time was in 400s mg/dl. Highest blood glucose level reported was 465 mg/dl. In the hospital, the patient received fluids through intravenous route, potassium and insulin drips, which resolved the issue. There was no permanent damage to the patient and the patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.